Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had scratches on screen that affected ability to read the screen and buttons were harder to pressed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump squirted insulin during priming. The insulin pump will not be returned for analysis.